Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal delivery totals in total daily dose did not match the active basal program total. The basal history matched the active basal program settings. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jul-2018 with the following findings: review of the pump¿s basal history revealed the user manually changed the date on 27-mar-2018 leading the basal total daily dose totals to appear to be inaccurate. This is confirmed by the black box data. On investigation, the pump powered on normally and was exercised for 24 hours. At the end of the exercise, the basal history correctly showed the delivered amount as programmed and the total daily dose showed the correct total for the amount programmed. There were no hypersensitive or sticking keypad buttons. The pump was cleared of any time/date reset issues. Investigation did not duplicate the alleged basal total daily dose history recording defect; the pump was found to be operating as intended without malfunction.